Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report he has been experiencing high blood glucose. Blood glucose reading at the time was 375 mg/dl. The customer has been treating with the insulin pump as well as manual injections. Troubleshooting was performed. The insulin pump was found to be functioning properly. Advised the customer to change the entire set, reservoir and insulin. Nothing further reported.